Event description:
It was reported to boston scientific corporation that during a biopsy of the prostate, the trupath biopsy needle misfired while out of the patient, which resulted in the sample being lost (age and weight of patient is not known). It was reported that another, same type device was used to complete the procedure. There were no complications reported.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned to the MFR, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record revealed no issues that could be associated with this incident. A lot history search was performed, and found no similar complaints have been reported from this lot. The (B)(4) 2008 prostate ctw product family trending chart was reviewed, but does not show a negative trend. The root cause for this complaint is undeterminable. (B)(4).